Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty connecting the left ventricular (lv) lead to the device during implant. The physician lubricated the pin with mineral oil and the lead was connected successfully with good measurement values obtained. The lead and device remain implanted and in service. No adverse patient effects were reported.